Event description:
It was reported that during a ptca/stent, the stent was placed in a mid left anterior descending lesion without incident. The pt returned to the cath lab about 1 hr later complaining of chest pain. Further angiogram revealed thrombus at the stent's location. The pt became unstable and expired after unsuccessful life saving measures.